Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed and revealed high currently leakage in the tac tantalum capacitor. The device lasted 68% of its expected longevity. The current drain level was higher than normal for this device and the cause of the early battery depletion. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the premature battery depletion and was replaced due to recommended replacement time (rrt). The device was removed and another was implanted. No patient complications have been reported as a result of this event.